Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x15 mm xience prime stent referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending (lad) and right coronary (rca) arteries. A 3.5x15mm xience prime was implanted at the mid lad and was noted as dissected. A 3x15mm unspecified stent was used to treat the lad dissection. Then a 2.75x28mm xience prime was implanted at the proximal rca and was noted as dissected. A 2.5x18 xience prime was used to treat the rca dissection. The patient is stable and was discharged from the hospital. There was no adverse patient sequela reported. No additional information was provided.